Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was unable to be removed from a maxzero (non-baxter) cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a non-baxter cap connected to the male luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cap was unable to be disconnected from the set. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.